Manufacturer narrative:
Intuitive surgical inc. (Isi) received the instrument arm drape for failure analysis investigation. The drape was analyzed and was installed on an in-house system twice. In both attempts, the accessory passed recognition and engagement. During installation, all four sterile adapters were successfully installed without any detachments issues or error message. All four magnets were correctly placed on the in-house system and the cannula adapter passed without any issues. Visual inspection showed no tears in the drape and no damage to the drape ring. The accessory was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during da vinci-assisted surgical procedure, the instrument arm drape was not recognized. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: drape ring above drive 3 had an issue. It was resolved by using backup drape.